Event description:
The light fell on the floor. Pt and healthcare professional were present but not injured. An examination of the mount revealed what appears to be structural defects in the casting that couples the lamp assembly to the ceiling mount. The walls of this casting are uneven and very thin at one point. Light was sold and instaled by MFR in 1983. Present owner distributor did not exist at that time, but was started in 1985 when it purchased the assets only of MFR. Although not the MFR of the lights, co did offer preventative maintenance and engineering services on a paid basis, for previously sold lights. This service contract continued until mid 1992, when it expired. Since then service has been available only on prepaid basis for maintenance and service calls. On this basis co is willing to provide qualified engineering personnel to inspect the lights.